Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 385 mg/dl after a recent infusion set change and food intake, and the user announced a triple meal in an attempt to address the high; education was provided on appropriate meal announcements and advised monitoring for at least 90 minutes before further action, with a plan to change the site if glucose did not decrease. Symptoms included hyperglycemia and reported episodes of hypoglycemia. Outcomes included no injury and no hospitalization. Investigation included case review and user education on troubleshooting steps. Investigation of this case revealed no confirmed device malfunction and suggested user-related factors, including recent supply change timing and meal announcement behavior, as the likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.